Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported the end user exhibited circumferential redness to his peristomal skin under the mass which extends outward 19mm, as well as scattered intermittent redness under the hydrocolloid tape collar. He reports there is no redness to the peristomal skin under the hydrocolloid tape collar at this time. He has tried applying nystop powder to his peristomal skin but the redness persists under the mass. He states the areas have improved since developing them approximately 2 weeks after surgery that was in (B)(6) of this year. He reports the area had improved when he was off humira but since starting back on humira he has developed a red rash like area to his bilateral arms. He was prescribed triamcinolone cream and nystop powder be applied to these areas.